Event description:
It was reported that air leaked from the cuff. This occurred during use. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: one used decontaminated sample was received without its original packaging. A tear was noticed in the cuff during visual inspection. The inflation test was repeated on the received sample. It was found that it was not even possible to inflate the cuff as it leaked so badly. The customer's complaint was confirmed. Due to the fact that the cuff leak was not observed prior use, it is most probable that the reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A device history record could not be completed as no lot number was received.